Event description:
During pt follow up 25 months after implantation, the device involved in this MDR report was interrogated with the latest elsview programmer version; this version includes new functions automatically activated when interrogating an alto implantable cardioverter defibrillator (ICD). These functions examine the ICD's present current drain and the evolution of its battery voltage since manufacture. If they indicate a potentially unsafe condition, the programmer automatically displays a warning, which suggests replacing the ICD or contacting ela representative. The warning message related to an over consumption measurement was displayed for the device in question; however, the elective replacement indicator was not reached.

Manufacturer narrative:
June 13, 2006. This event concerns a device that was manufactured and used outside the united states. This device was manufactured between april 2003 and july 2003 and was listed in the advisory letter issued in july 2005. The analysis of the device is pending.